Manufacturer narrative:
(B)(4). An actual sample was sent in for an evaluation. The reported condition was confirmed since damaged packaging was detected in the sample. The cause of this condition remains unidentified. A batch review was conducted and there were no deviations found during the manufacture of this lot.

Manufacturer narrative:
(B)(4).one actual unit was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available.

Event description:
A customer reported to baxter (B)(4) of the packaging of an irrigation set having a couple of scratches done on the packaging that was noticed before-use. There was no patient injury or medical intervention involved. No additional information is available.